Event description:
Customer reported the insulin pump was alarming no delivery alarm. Customer stated the device will alarm every time the insulin reaches 60 units on the reservoir. Customer states once he reaches 60 units he has to change the entire set. Alarm was resolved with a set change no troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.